Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the device would not straighten/unbowed. Reportedly, the device was not able to release the bow after being bowed. Additionally, no anatomical unusualities were noted and no visible damage to the device were seen prior to use. The procedure was completed with a second dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted. The cutting wire length was measured and was within specification. Functionally, the device was tested inside and outside the duodenoscope and was able to bow as intended. When the handle was released the tip of the tome was returned to its initial state. The condition of the returned unit was not consistent with the complaint incident that the tip of the tome failed to unbow. The complaint was not confirmed. Therefore, the most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the device would not straighten/unbow. Reportedly, the device was not able to release the bow after being bowed. Additionally, no anatomical unusualitiesxxx were noted and no visible damage to the device were seen prior to use. The procedure was completed with a second dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.